Manufacturer narrative:
Visual inspection during the investigation, we can determined that the peritoneal catheters showed non-production-related cuts. Permeability test not necessary, due to the complaint computer controlled test not necessary, due to the complaint. Adjustment test not necessary, due to the complaint. Internal inspection not necessary, due to the complaint results based on our investigation results, we can determine that the end peritoneal catheter showed signs of non-production-related cuts and cracks. We are unable to explain how the above-mentioned damage occurred. The irregular cutting edge indicates that the catheter was in contact with a sharp object. Testing procedures with catheters under tension to the point of tearing shows only a raw and uneven surface. Prior all shipments of products with catheters a tension test is performed, which was documented in a final documentation. The returned product passed a successfully test. So, we can exclude the presence of a defect at the time of delivery, since the final documentation proves a successfully completed test. We would also like to draw your attention once again to the "safety measures and contraindications' section of the IFU sent with the product, where it is pointed out that caution should be exercised when using sharp devices while handling the catheters. The examination of the return has been completed with the drafting of this report we can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product is now sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that during the implantation process (during the placement of abdominal end catheter) of a progav 2.0 shuntsystem (#fv434-t) the catheter was broken. The broken abdominal end was immediately removed and a new shunt tube was replaced. The surgery proceeded normally and the patient was not harmed. The complained product will be sent to the manufacturer for investigation.